Event description:
It was reported that the nurse practitioner's (B)(4) x50 handheld computer had a cracked screen and she was requesting a replacement. It was unknown if any mishandling or improper storage had caused or contributed to the cracking of the screen. Attempts for the return of the faulty handheld computer are in progress.

Event description:
The faulty handheld computer and associated software were received and have undergone analysis. The reported cracked screen was confirmed and the appearance suggests that user mishandling likely caused the anomaly. The touch screen was non-responsive due to the damage. Once the screen was replaced with a known good screen, the handheld computer performed to specifications.